Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported mechanical issue clip opening was not confirmed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any other incidents reported for clip opening from this lot. It should be noted the mitraclip system instructions for use (IFU) states: warning, do not defect the sleeve tip more than 90 degrees as device damage may occur. Based on the information reviewed and returned device analysis, the reported clip opening appears to be due to the reported incorrect use of deflecting the system more than 90 degrees. It is likely that this contributed to the reported user experience. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 3026 labeled 2017 labeled internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- failure to follow steps/instructions the device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle (faa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however failed to establish final arm angle (faa) as the clip kept opening. The cds may have been curved more than 90 degrees. Troubleshooting was performed however unsuccessful. The clip was not implanted and the device removed. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.